Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly, hemostasis sheath, and arteriotomy locator were returned. No other accessory components were returned. Visual inspection revealed that the arteriotomy locator was kinked at the blood inlet holes. The hemostasis sheath was returned separately, but collagen was stuck in the hemostasis valve. The deployment sleeve of the device was in the rear lock position with color bands fully exposed. The suture still intact, connecting the carrier tube and hemostasis sheath. The carrier tube was found kinked and tamper tube was visible as well. The bypass tube was found dislodge at the proximal end of the carrier tube. No other visual anomalies were noted with the device. Force was applied but was unable to remove the collagen from the hemostatic valve. No functional testing was performed due to the collagen was exposed and stuck into the hemostatic valve. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Occupation - unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was properly used, with laying the angio-seal sheath and exact position, the support system was placed and locked, then withdrawn to latch. The entire system was carefully withdrawn. The entire system was completely pulled out of the puncture channel. The puncture site was immediately manually compressed. To determine if anchor and collagen were in the extracted system, they disassembled the system. The anchor and collagen were still in the system and not in the patient. Additional information was received 08/07/2019: the type of procedure that was performed was a pci (percutaneous coronary intervention). The sheath size that was used was a 7fr. There was a pre-deployment angiogram performed. The patient was in stable condition.